Event description:
Reporter alleged the blood glucose monitoring device read hi and customer was given 5 units of insulin due to being unresponsive. Reporter stated that a retest withihn minutes generated a result of 40 mg/dl and the ambulance meter 15 minutes later was alleged very low, however no value was provided. Reporter indicated customer was hospitalized for 2 days and treated with 2 amps of d50. Reporter stated controls were used however were out of range and the incorrect control solution to be used with the alleged device. A request was made for the return of the suspect device and replacement product was sent.